Event description:
Customer called stating that when they attempted to remove the evac tube that it would not deflate. They were finally able to deflate it and pt was re-intubated.

Manufacturer narrative:
The lot number is unk therefore, the date of manufacture cannot be determined. If the sample is returned, a failure investigation will be performed. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.